Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one dvd of the surgical procedure. Visual analysis of the video conducted by engineering noted that the first stapler used was an ethicon unit, and was not fully fired. Slight bleeding was observed. The fifth stapler was a 60amt and slight bleeding was observed at the distal end of the cut line. The sixth stapler, also a 60amt, was applied and slight bleeding was observed along the left staple line. The staple line appeared normal with good staple formation on the observed staples. The seventh and eighth staplers were applied with no bleeding observed, completing the sectioning. No issues were noted with the staplers and they appeared to function as intended. Functional testing could not be performed because the reload was not returned. However, without the device being returned for evaluation the cause of the reported condition could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied on the stomach during a laparoscopic gastric septation, the clamp formation appeared not to form perfectly. The staple line bled beyond it was expected and it was necessary to use the suture to stop the bleeding. The surgical time was extended 30 minutes or more due to the product problem. To resolve the issue, it was necessary to use the suture thread to stop the bleeding. Bleeding was not more the 500cc. No other adverse events reported. Patient is alive with no injury. No reinforcement material was used.